Event description:
On (B)(6), 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported an elevated blood glucose (bg) level. The reporter claimed that on the morning of (B)(6), 2012, the patient's bg level was "249 mg/dl." She reportedly had large ketones before breakfast. The patient took 3 units of insulin via the pump and her health care provider (hcp) was contacted. The hcp advised the patient to take 3 additional units of insulin, to go off of the pump, and to initiate a backup plan for insulin delivery. The reporter denied that the cannula was bent. The pump was reportedly programmed as desired. No associated alarms were observed in the pump's alarm history. According to the anm representative involved in this contact, all other pump histories were correct. All pump settings were as desired and the patient was reportedly using suggested amounts from the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed large ketones which can be associated with severe hyperglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.